Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Technical services (ts) discussed sending in files for disk analysis. The patient was scheduled for a follow up appointment. The device remains in service. No adverse patient effects were reported. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Technical services (ts) discussed sending in files for disk analysis. The patient was scheduled for a follow up appointment. The device remains in service. No adverse patient effects were reported. This device is part of the hydrogen induced premature depletion advisory population. Additional information was received which reported that device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Technical services (ts) discussed sending in files for disk analysis. The patient was scheduled for a follow up appointment. The device remains in service. No adverse patient effects were reported. This device is part of the hydrogen induced premature depletion advisory population. Additional information was received which reported that device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information was received which reported that the device was later explanted and replaced due to premature battery depletion. It was noted that the device was not available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.